Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media damage and issues with the insulin pump. Customer's blood glucose level was unknown. Customer advised the insulin pump was worn out, the device would stop working at times, the display screen was hard to read, there were multiple scratches on the display and the insulin pump would inconsistently deliver insulin during bolus delivery.